Event description:
A patient (age unknown) underwent in 2003 a cataract operation in which hyaluronate sodium (healonid; gmdn code. 35907) was used. The patient also reported that on an unknown date patient developed toxic anterior segment syndrome, which was considered as a serious event. At the time of the report the outcome of the event and the action taken with hyaluronate sodium were unknown.